Event description:
Patient reports "battery did not last as it should have". Additional information from the FDA and hospital indicated excessive charging and charge time out., charge circuit problem (tachy)